Event description:
It was reported that a right ventricular (rv) lead exhibited high automatic pacing thresholds. As result, the patient's electrograms (egm) were reviewed and it was noted that this pacemaker presented episodes of ventricular noise/oversensing. The patient was checked in clinic and no abnormalities were noted. Boston scientific technical services (ts) discussed the difference between automatic and manual threshold testing and recommended evaluating the rv lead mechanical integrity. A field representative confirmed the clinic scheduled the patient for further testing. The patient is pacing dependent; however, no symptoms or adverse patient effects were experienced. The system remains in service.